Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Concomitant medical product: ddbc3d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that an alert was triggered for high right ventricular pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.